Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported does not recognize closed door, which was observed as load set alarms at power up. The messages were found to be caused by a failed lower latch switch on the lower auxiliary assembly. The failed lower auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump did not recognize a closed door in the nursing care area. It was also reported there was no patient involvement.